Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his right thigh, right hip-joint, and groin; a clicking, popping, and grinding sensation emanating from his hip when he walks or otherwise moves; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications. As a result of the pain, the pt has also developed a limp when he walks. Device experience report submitted by the sales rep indicates the pt was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.